Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time

Event description:
It was reported that a guidewire "dislodged into a patient." No reported patient injury. (B)(6) 2018 additional information received: the customer reports that the wired was removed by ir via endovascular retrieval of the wire. The wire reportedly migrated to the left interlobar pulmonary artery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One ECG stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The t-lock assembly was observed to be positioned approximately 21.6 cm distal to the yellow handle of the stylet. The distal tip of the stylet was observed to be missing and only about 2.2 cm of the polyimide tubing remained on the distal end of the stylet. A microscopic observation revealed the break surface of the polyimide tubing was mostly granular with some smooth sections. The break site of the core wire of the stylet was observed to be tapered and the break surface appeared granular in texture, which is typical of a tensile break. The characteristics of the break surfaces are typical of damaged caused by excessive force applied to the stylet, likely during withdrawal. The product IFU states: ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet.¿ a lot history review (lhr) of recq0432 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a guidewire "dislodged into a patient." No reported patient injury. 6/14/2018 additional information received: the customer reports that the wired was removed by ir via endovascular retrieval of the wire. The wire reportedly migrated to the left interlobar pulmonary artery.